Manufacturer narrative:
Investigation summary customer reported an issue on a bd bactec fx top (p/n 441385, s/n (B)(6)) customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. Bd remote assistance communicated with the customer and obtained the log file and plot review. Bd remote assistance confirmed that there is abnormality in the incubator temperatures and observed that the laboratory temperature is observed as 28 and 30.5. Bd remote assistance suspected that the false positives have occurred because the laboratory temperature is higher than the appropriate temperature for equipment operation. This is an unconfirmed failure of the bd product. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be determined due to lack of information provided. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. CAPA (corrective and preventive action) is not required for unconfirmed complaints. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A manual test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "gastric benign occurrence what confirmatory testing was performed that determined the false positive result? Manual test. Were any erroneous results reported to the doctors? No, this result has not been reported to the doctor."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec" fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A manual test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " gastric benign occurrence. What confirmatory testing was performed that determined the false positive result? Manual test. Were any erroneous results reported to the doctors? No, this result has not been reported to the doctor."